Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model ecp0112g. Biopsy instrument allegedly experienced device contamination with chemical or other material. These reports were received from various sources. Seven events did not involve a patient. Age, weight, and gender were not provided for the patients.

Manufacturer narrative:
H10. For the 7 reported event, lot numbers were provided, and lot history reviews were performed. The devices were returned for evaluation and of the 7 devices, 5 devices identified foreign material and 2 did not identify foreign material. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the 7 reported event, lot numbers were provided, and lot history reviews were performed. The samples were returned for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use. Corporate lot no (vtdp0097).

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model ecp0112g. Biopsy instrument allegedly experienced device contamination with chemical or other material. These reports were received from various sources. Seven events did not involve a patient. Age, weight, and gender were not provided for the patients.